Event description:
It was reported that a patient had received inappropriate therapy. The patients right ventricular (rv) lead had triggered a lead integrity alert (lia) when the rv pacing impedance had spiked high and there was a high amount of short interval counts (sic). The nonphysiologic sensing was able to be reproduced with pocket manipulation. A lead fracture is suspected. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and a right ventricular lead integrity alert. Analysis of the device memory also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and indicated the unexpected delivery of a ventricular tachyarrthymia therapy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: d224drg, ICD; implant: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.